Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the charger will not communicate with the ipg. The patient programmer displayed a communication error. The patient has not charged the system for some time. Follow-up identified surgical intervention will be done, however the date hasn't been scheduled at this time.